Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the device declared elective replacement time (ert) 56.2 months after implant and was explanted after 57.1 months of implant for inconsistent battery readings. The reason for the allegation was the result of increases in the ventricular output pulse amplitude, causing the device to declare ert in operating current bin 1. Review of memory found the device declared ert in hybrid bin current #1, however, the 1.5 years remaining at the last follow-up would have been calculated in operating current bin #0. Additional longevity calculations show that the device declared ert within what is considered normal battery depletion given the fact that the ventricle amplitude increased to 5v just prior to ert was set. Electrically, the device operates normally, and meets minimum expected longevity. It could not be determined why the auto capture feature placed the ventricle output at 5v near ert. There were no resets, and recorded thresholds were less than 2.5v. There could be a legitimate reason for the device to go into retry and place the voltage at 5v. But the device could have erroneously gone into retry and place the voltage at 5v too; the memory is not robust enough to save that information in all cases.

Event description:
Boston scientific crm received information that this device battery may have depleted prematurely. At the previous device check it showed 1.5 years remaining, and last device check showed elective replacement time (ert). A change out procedure is going to be scheduled for the near future. To date, there have been no adverse patient effects reported.

Event description:
Boston scientific crm received information that this device battery may have depleted prematurely. At the previous device check it showed 1.5 years remaining, and last device check showed elective replacement time (ert). A change out procedure is going to be scheduled for the near future. To date, there have been no adverse patient effects reported.